Event description:
Device issue: balloon rupture, separation. Time of device issue: during the procedure. Adverse event: intervention required. Time of ae: during the procedure. It was reported that during the interventional fistula procedure, the foxcross balloon ruptured at an unspecified pressure. The balloon separated in half and could not be retrieved through the sheath. The detached portion of the balloon was removed via femoral approach. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported that the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.